Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose levels read "high" on their cgm. Though specific values were not provided. The customer addressed the high bg level with correction injections via mdi. Reportedly, the customer changed the infusion set and cartridge and resumed insulin delivery to resolve the issue.